Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device incorrectly detected noise as a tachycardia event, leading to inappropriate atp. The device correctly detected the noise and aborted charging. The lead was capped and replaced and the patient was in stable condition.